Manufacturer narrative:
Device passed displacement test, self test and unexpected restart error test. No unexpected restart error and external ram crc error noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had unexpected restart alarm. Customer¿s blood glucose was unknown at the time of incident. Customer was assisted with troubleshoot and alarm recurred. The insulin pump will be returned for analysis.